Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient who was receiving dilaudid and bupivacaine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and radiculopathy. The date of the event was (B)(6) 2016. It was reported the patient experienced an increase in pain. A dye study was done under fluoroscopy. There was a catheter occlusion. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The pump and catheter were explanted (B)(6) 2016. The issue was resolved and patient status was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2016, product type: catheter. Analysis found no anomalies with the pump. Analysis found that the catheter body contained a dried drug, blood, or foreign material occlusion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The pump was returned with no new information. No new information.

Event description:
Additional information received from the manufacturer representative reported that the cause of the catheter occlusion was determined to be due to off-label medications, high concentration of drug, and crystallization in catheter. There was no issue with the pump; the old catheter was explanted, and a new one was implanted. The pump and catheter had been placed in the mail for return. Increase in pain was the only symptom reported, and a catheter dye study was the only the only troubleshooting performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.